Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found it to be operating properly. No repairs were required, and the unit was returned to service. Through follow-up with user facility personnel, it was confirmed that the employee was wearing proper ppe, specifically gloves when removing the instrument from the unit. The exact cause of the reported event could not be determined; however, based on the technician's inspection and information learned from the user facility it is likely that the employee had an allergic reaction from the latex gloves. No additional issues have been reported.

Event description:
The user facility reported that an employee felt a burning sensation on their hands after removing an instrument from their advantage plus endoscope reprocessing system. The employee then observed that their hands became "swollen" and sought treatment at the ER. The user facility did not disclose if medical treatment was administered.